Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned, analyzed, and no anomalies were found. (B)(4): the full lead was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut, there was blood in/on the helix mechanism, and the lead was damaged at implant. (B)(4): the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism. (B)(4): the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.

Event description:
It was reported that during the implant attempt, four leads all had high thresholds and low sensing, even after several positioning attempts. It was also reported that during the implant procedure, the patient became unstable, cardio-pulmonary resuscitation was required, the patient was diagnosed with pericardial tamponade and a pericardial puncture was found. A temporary pace/sense lead was placed and the implant was aborted. No further patient complications have been reported as a result of this event.